Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the monopolar curved scissor (mcs) instrument was off screen for two minutes, and once it was brought back on screen the joint of the mcs had completely snapped in half. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.